Event description:
It was reported that a patient underwent an atrial flutter ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced thrombosis that required prolonged hospitalization and medical intervention. After completing an atrial flutter procedure while removing the catheters from the patient's body, the patient's blood pressure "dropped down to the 70s". No other patient symptoms. The physician re-advanced the intracardiac echocardiography (ice) catheter and noted that there was a blood clot in the right atrium of the heart. The caller discovered and confirmed the clot on ice. The physician then proceeded to check the ventricles of the heart for any effusion and confirmed that there was no effusion found. When the physician went back into the right atrium of the heart, the blood clot was gone and there was concern that the clot had traveled. The physician administered heparin and epinephrin, gave the patient fluid, and performed right ventricle (rv) pacing to support the patient. The patient is currently stable and will be transported to the ICU and will be given a computed tomography (CT) scan. Additional information was received. Physician gave heparin, checked for effusion with ice catheter. Anesthesia gave epinephrine and fluids for heart rate and blood pressure support. Continued to monitor ice for blood clot location. No error messages or product problems. There were no issues related to the temperature and flow on the catheter. Generator parameters included power control mode. Average impedance = 129. Average temperature = 23 degrees c. Power = 50 w. The patient was not anticoagulated, right sided cti (cavo-tricuspid isthmus line) line. Transesophageal echocardiogram (tee) was performed before the procedure and it was cleared of any clots. The physician¿s opinion on the cause of this adverse event is unknown. The outcome of the adverse event is unknown. The patient required extended hospitalization. Patient kept inpatient for monitoring.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30994762l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced thrombosis that required prolonged hospitalization and medical intervention. The bwi product analysis lab received the device for evaluation on 03-may-2024. The device evaluation was completed on 13-may-2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician's opinion cause of the adverse event is unknown. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).